Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-01075, 6000093-2007-01076. It was reported that post a coronary drug eluting stenting treatment procedure, a perforation occurred. The in-stent restenosed (non-boston scientific stents) lesion being treated was located in the left anterior descending (lad) artery. The lad was predilated with a 2.25x20 mm non-boston scientific balloon to 14 atm for under 20 seconds. The first 2.50x24 mm taxus express2 drug eluting stent was deployed in the distal lad, inflated to 16 atms. A 2.5x20 mm quantum maverick balloon was used to post dilate, inflated to 20 atms. The second 2.50x24 mm taxus express2 drug eluting stent was placed proximal to the first stent, overlapping slightly, and deployed at 18 atms for 11 seconds, reinflated to 18 atms for 5 seconds, then again to 18 atms for 15 seconds. In the process of removing the stent delivery sys (sds), a free-flowing type 3 perforation occurred in the stented area of the second taxus stent. The sds balloon was reinflated for several minutes and the pt was placed on an intra-aortic balloon pump. Medications given: angiomax. The following day a non-boston scientific stent was placed in the stented area. No additional pt complications were reported. Pt status reported as "fine".